Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, as no event date was reported. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the device pouch was ripped. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event.